Event description:
Edwards received information that a 21mm bioprosthetic valve was disabled after an implant duration of twelve years and one month due to severe stenosis. A 20mm valve was implanted in the aortic position using the valve in valve procedure. Tte was performed showing excellent prosthetic valve function, mild perivalvular leak, and excellent positioning of the valve. There were no complications during the procedure. The patient tolerated the procedure well and transferred to the recovery room in stable condition. The patient was discharged home on pod #3 in improved condition.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received information that a 21mm bioprosthetic valve was disabled after an implant duration of twelve years and one month due to stenosis. A 20mm valve was implanted in the aortic position using the valve in valve procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm bioprosthetic valve was disabled after an unknown implant duration due to stenosis. No additional information was provided.